Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: a visual inspection of the pump showed evidence of moisture behind the display. Unrelated to the complaint, the battery compartment was cracked in two places. The cartridge cap was damaged. The pump failed a leak test at the battery compartment crack. Moisture was observed in the battery compartment. The pump cover was opened and evidence of moisture was found throughout the pump. Additionally, the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2 date of submission 05/25/2016. Correction: the damage found to the cartridge cap was determined to be cosmetic.